Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a hemicolectomy, clip slippage was observed.

Event description:
It was reported that during a hemicolectomy, clip slippage was observed.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73b1700487 was manufactured on 02/21/2017 a total of 288 pieces. Lot was released on 03/07/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws but the jaws were not opening fully. This was repeated with the same result for the next two clips. On the fourth clip, the jaws were manually opened up after the clip loaded in order to test for proper clip closure. The clip was able to be successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The jaws not opening after loading of the clip indicates that the clips were most likely out of position in the channel and stacking on one another. The broken ratchet caused the clips to become out of position. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was confirmed based upon the sample received. One device was returned. The device was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Upon functional inspection, the clips were able to load but the jaws were not opening fully. The jaws were manually opened so that some clips could be tested for proper closure. All 7 clips tested were able to successfully attach to over-stressed surgical tubing. The jaws not opening after loading of the clip indicates that the clips were most likely out of position in the channel and stacking on one another. The ratchet ears were found to be broken and was the root cause of the clips becoming out of position. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.